Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital technician found that the tip of the neuron max 6f 088 long sheath (neuron max) was fractured before giving it to the physician. The damage to the neuron max was found prior to use and therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the distal atraumatic tip was fractured. The packaging tape was not damaged. The packaging mandrel was unsecured from the packaging card and was not returned for evaluation. Bends were present along the length of the device. Conclusions: evaluation of the returned neuron max revealed a device with a damaged distal atraumatic tip. If the packaging mandrel is unsecured from the packaging card while the device is being removed from the packaging, the packaging mandrel may slide into the packaging tube, pinning the device between the packaging tube and the packaging mandrel. If the device is forcefully retracted while pinned, the distal atraumatic tip will likely become damaged. Bends were present along the length of the device. Based on the return packaging and reported complaint, the bends were likely incidental to the case and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.